Event description:
Related manufacturer reference number: 2017865-2023-22239 it was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial and right ventricular lead exhibited loss of capture and loss of sensing. It was also noted that patient experienced extracardiac stimulation and discomfort. It was found from x-ray that both atrial and right ventricular leads were dislodged. Both lead were explanted and replaced. The patient was stable.